Manufacturer narrative:
On october 12, 2020, the mentor failure analysis lab received the device for evaluation. On october 22, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also suffered inferior displacement of the left breast implant in 2014 and in 2017, requiring capsulorrhaphy. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a (left) 300cc mentor memorygel breast implant and a (right) 350cc mentor memorygel breast implant, suffered left breast pain and right breast implant rupture, post-procedure. The left breast pain was diagnosed via physical examination on (B)(6) 2020 and the right breast implant rupture was diagnosed via MRI on (B)(6) 2020. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020. This medwatch form is for the left breast prosthesis.